Event description:
Customer reported performing comparision tests with the freestyle meter. Results were 29 mg/dl and 129 mg/dl in one comparision; then 51mg/dl and 111 mg/dl in another comparision. The reported freestyle comparision results differ by more than 20% and meet the manufacturer's difinition of a malfunction.